Manufacturer narrative:
The investigational analysis completed 12/20/2019. The device was visually inspected and reddish- brown material was observed in the pebax. Additionally, a hole was found on pebax, with internal parts exposed. However, the hole on pebax could be related with the handling. The magnetic sensor functionality was tested on carto and the catheter failed. Error 105 was observed. A failure analysis was performed, and the catheter was dissected on the tip area. Loss of electrical continuity at the sensor was found. It was determined that the root cause was an internal failure of the sensor. A manufacturing record evaluation was performed for the finished device, and no internal actions were identified. The customer complaint was confirmed. The root cause of the internal failure of the sensor cannot be determined. The root cause of the damage on pebax could be related with the handling of the device during the procedure. However, this cannot be conclusively determined. (B)(4).

Event description:
It was reported that a patient], underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found a hole in the pebax. Initially, it was reported that 60 minutes after the stsf catheter was connected, the catheter display became unstable. Per the customer, ¿the indifferent electrodes around the cable were tidy¿. The cable was changed, but the issue did not resolve. Catheter replacement resolved the issue. The procedure was completed without patient's consequence. The observed visualization issue has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The bwi pal received the device for evaluation on 11/8/2019. Upon initial visual inspection, reddish brown material was observed in the pebax. The observed reddish brown material in the pebax sleeve has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Further testing was performed. On 11/27/2019, during a second visual inspection, reddish brown material in the pebax was confirmed. Additionally, a hole was observed in the pebax. The observed hole has been assessed as an MDR reportable malfunction as device integrity was compromised. The awareness date has been reset to 11/27/2019.